Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2021 lead was repositioned due to twiddlers syndrome which caused dislodgement. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
A decrease in the rv sense amplitude was detected on this lead in early december, and most recent transmissions show a drop below 2.0mv. Recent iegms transmitted to home monitoring show degraded far field signal compared with iegms from shortly after implant. Oversensed events on the rv channel appear to line up with atrial events. Lead to be evaluated further and remains implanted. Should additional information become available, this file will be updated.